Manufacturer narrative:
Investigation summary the delivery accuracy test was performed to attempt to duplicate the reported issue of will not stay on. The reported issue was not duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is no problem found.

Event description:
An event on an unknown date involving plum 360¿ infuser experienced unintended shutdown. There is unknown patient involvement. The customer stated by note: will not stay on.